Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise on this right ventricular (rv) lead in two stored episodes. The noise was oversensed resulting in pacing inhibition with asystole greater than two seconds observed in one of the episodes. Boston scientific technical services (ts) explained to the boston scientific representative that the noise looked like diaphragmatic noise, noted there were no prior events with this appearance and provided the current programmed rv sensitivity setting. Ts provided guidance that they could bring the patient into the clinic and measure the noise that was oversensed and determine if adjusting the sensitivity setting might help prevent the oversensing. Ts also indicated to determine if the noise is reproducible with deep breathing, coughing and valsalva maneuver testing. The crt-d device and rv lead remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise on this right ventricular (rv) lead in two stored episodes. The noise was oversensed resulting in pacing inhibition with asystole greater than two seconds observed in one of the episodes. Boston scientific technical services (ts) explained to the boston scientific representative that the noise looked like diaphragmatic noise, noted there were no prior events with this appearance and provided the current programmed rv sensitivity setting. Ts provided guidance that they could bring the patient into the clinic and measure the noise that was oversensed and determine if adjusting the sensitivity setting might help prevent the oversensing. Ts also indicated to determine if the noise is reproducible with deep breathing, coughing and valsalva maneuver testing. The crt-d device and rv lead remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this crt-d device was subsequently explanted and replaced due to normal battery depletion approximately two years after this event. The rv lead remains implanted and in-service, connected to the replacement device. No patient symptoms or adverse patient effects were reported. This crt-d device has been returned to boston scientific.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.